Event description:
It was reported that a cartridge change error occurred with the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer followed technical support instructions by inspecting the cartridge and cleaning the pump, successfully completing the load process, and resuming insulin delivery.